Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation had been confirmed. The image noise occurred when shaking the connector. The image was visible. Corrosion was also found on the printed circuit board, which had caused the noises on the image. The customer declined the repair, therefore, the repair was cancelled. The device was returned unrepaired to the customer. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, there was a connector failure on the video system center prior to an unknown diagnostic procedure. The connector failure caused flashing images. There was no delay in the procedure and the patient was not under anesthesia at the time of the event. The procedure was completed with the same device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was assumed that the indicated phenomenon occurred due to the corrosion of the video connector socket terminal. Olympus will continue to monitor field performance for this device.